Manufacturer narrative:
Continuation of d10: product ID a820 product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal bupivacaine, dilaudid and fentanyl via an implantable pump. It was reported that the reason for call was the patient stated that probably about 6 weeks ago, which was an estimate, they started seeing a message on their handset with a big flashing sun that said contact medtronic immediately - complete system fail and had the medtronic phone number on it. The patient did not know the associated service code but confirmed it was when they were in the my personal therapy manager (myptm) application. The patient stated they had seen it a couple times since the first time it happened. While on the call, the patient was able to connect to their pump and confirmed they were on a 47 minute lockout. While connecting, the patient stated sometimes it could take a long time to connect, and stated 91% was where it could really start to drag. The patient also mentioned briefly seeing a screen that said it couldn¿t' find it, but when the agent attempted to clarify the screen, the patient cleared the message and finished connecting. The patient stated they charged their equipment every night and later stated every other night, and stated their boluses are dependent on when they needed them. The patient confirmed the handset and communicator both took ch arge well. The patient stated they typically needed 1-2 boluses in the morning to get their day started, but may or may not need more boluses during the day depending on their activity/pain levels. The agent reviewed closing app after use and patient stated they close the app down when they charge the handset. The patient also inquired pump longevity and the agent reviewed. The patient agreed to monitor service code and call back for assistance.